Manufacturer narrative:
(B)(4). The device history review for the product broken parts - clip - info not provided lot# 73h2100018 investigation did not show issues related to the complaint.

Event description:
Some clips got broken at loading to the applier during use. Therefore, a new cartridge was used instead.

Manufacturer narrative:
Qn# (B)(4). The customer returned nine unopened representative cartridges and one loose clip of 544230 hemolok ml clips 6/cart 84/box for investigation. The loose clip was visually examined with and without magnification. No signs of use in the form of biomaterial were observed on the loose clip. Functional inspection was performed on the returned samples. A lab inventory clip applier was used. All remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "broken parts - clip - info not provided" was not confirmed based upon the samples received. Upon functional inspection, the returned loose clip and all returned representative clips were able to properly load into the jaws of a lab inventory applier and were both successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips, the reported issue could not be confirmed.

Event description:
Some clips got broken at loading to the applier during use. Therefore, a new cartridge was used instead.